Event description:
Consumer reported upon removal the string separated from the pledget with an unspecified number of tampons. She was able to manually remove the pledget from her vaginal cavity with some discomfort. She did not seek medical attention and did not experience any adverse health effects.

Manufacturer narrative:
A valid manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line, no further investigation on documents and supporting records can be performed.